Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated, two vela suparenal and an infrarenal device on (B)(6) 2014. This patient had a previous repair of a type ib on (B)(6) 2017, now the physician believes this is a small endoleak type iiib. Patient is scheduled for a reline sometime in mid april, no date has been set. Patient is currently in good condition.

Manufacturer narrative:
Clinical evaluation was able to find substantial evidence to support the following reported events of; a type lllb endoleak with re-intervention that was performed on (B)(6) 2018. The most likely cause of the intraoperative stent migration was the conical aortic neck. The most likely cause of the compromised stent graft integrity (stretched[42%] and breached) was the use of strata material in combination with revision of an existing stent (previous repair with ovation limbs). Re-intervention that was performed on (B)(6) 2018 to reline the entire afx graft with ovation. The patient outcome is reported as great and will have follow-up in 30 days. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Currently, there has been no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.